Manufacturer narrative:
No medical records and no medical images were provided to the manufacturer. The lot number for the device was provided. The device history records are currently under review. The device was returned to the manufacturer for evaluation. The investigation is currently under way. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during a stent placement procedure in popliteal proximal sfa via contralateral approach, the stent allegedly did not deploy. The device was removed and the procedure was completed with another device. There was no reported patient injury.

Event description:
It was reported that during a stent placement procedure in popliteal proximal sfa via contralateral approach, the stent allegedly did not deploy. The device was removed and the procedure was completed with another device. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: based on the lot history review the used product complied with all manufacturing specifications leading to final device release. In reviewing manufacturing and quality records, no relevant manufacturing process changes were implemented that could have led to the event reported. No manufacturing anomalies or deviations, which may have caused or contributed to the event reported, have been identified. Investigation summary: based on the investigation of the returned catheter sample it was confirmed that the user could not deploy the stent at all. A force transmitting component was found broken in the mid section which made a deployment impossible. The breakage of metal filaments and a metal wire indicated that a high release force must have been present when the user tried to deploy the stent. An indication for a process related issue could not be found. As a result of the investigation performed the complaint is confirmed. A definite root cause for the reported event could not be determined. Labeling review: in reviewing the applicable labeling for this product it was found that the instructions for use (IFU) sufficiently address the potential risks. The IFU states: 'do not constrict the delivery system during stent deployment. If excessive force is felt during stent deployment, do not force the stent system. Remove the stent system and replace with a new unit.' (Eval code & desc - results 1); (eval code & desc - conclusion1).